Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, after implantation of a 3.5x28mm xience xpedition stent, there was residual stenosis/haziness seen in the vessel. A 3.5x12mm xience xpedition stent was implanted overlapping the first stent and resolving the event. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.